Event description:
The fse reported that the system would not power up (no boot). This resulted in a total loss of imaging functionality. This could cause the delay of cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.